Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in biliary during lithotripsy procedure on (B)(6) 2025. During the procedure, the handle was broken. The procedure was completed using a different device. There were no patient complications as a result of this event.